Event description:
Report received of an underdelivery of tpn. The pump was programmed to deliver 1500ml over 12 hours with a one hour taper up and taper down. It was reported that the pump underdelivered by approximately 600ml to 800ml. The homecare patient had a nurse initiate and disconnect home patient's tpn each day and it was kept in a back pack. On monday and tuesday morning, when the nurse was disconnecting the tpn, she noticed that the pump display indicated that all of the solution had infused, however when she checked the tpn bag, she estimated that 600ml to 800ml of tpn was left in the bag. Once the pharmacist was notified, a replacement pump was delivered to the patient. On wednesday, the nurse reported that the replacement pump underdelivered. At this point the customer began evaluating the tpn delivery, and looked at the amount of solution that was in the tpn bag, the positioning of the bag and tubing in the back pack, and the patency of the implanted port and catheter. On wednesday the patient had a dye study done on the implanted port and it was discovered that patient had fibrin sheaths in the catheter port. On thursday, the fibrin sheath was removed. The patient did not receive tpn on these two nights. The patient resumed the tpn on friday. The customer was contacted on the following monday and it was reported that the patient and the nurse had instructions to contact the customer if the pump underdelivered. The customer was not contacted by the nurse. Though requested, no further information was available.